Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, as the clip came out of the duodenoscope, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The physician decided that they did not need to clip the site and completed the procedure at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.